Event description:
The customer reported an error displayed when retrieving images from hard drive, however, the system was fully functional after rebooting. The problem occurred after completing the procedure. No patient injuries were recorded.

Manufacturer narrative:
Error code was displayed. Customer cancelled call; the system was fully functional, this case is closed.